Event description:
It was reported that iab was inserted sheathless w/o difficulties and pump functioned 11 days w/o problems. On day 12, helium loss alarm appeared. Pump was switched off and restarted. Alarm was still prsent. Catheter was removed. There was no blood in helium tube. Reinsertion was not required. No patient complications reported.